Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and open sores under the lifevest garment. The patient reported having very delicate skin and a history of allergies. There was no alleged device malfunction contributing to the irritation. The patient's nurse changes the garments out twice a week and applies a prescription cream and antibiotic to the irritation. The patient reported that the nurse also uses a prescription cream for an irritation on his legs. There is no indication that the lifevest caused the irritation on his legs. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.